Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.0 inr and 5.9 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. Customer's warfarin was held due to the meter results. No adverse event reported. Requested return of suspect system and replacement was sent.